Event description:
It was reported that, during implant testing, the shock impedance was less than 30 ohms. A low energy shock had an impedance of 18 ohms. A maximum energy shock had an impedance of 20 ohms. There was some undersensing with a little delay in therapy. A 65j shock successfully converted the induced arrhythmia. The patient is small with no subcutaneous fat. Technical services stated low impedances can occur with smaller patients. The doctor elected to implant the system as-is. There were no adverse patient effects.